Event description:
The customer reported that during an emergency care procedure, using a glidescope core 10-inch monitor and a glidescope core smart cable, the image on the screen went black. No delay in the procedure, use of a backup device, or harm to the patient or user was reported. The customer reported that they did not recall the serial number of the glidescope core 10-inch monitor or the serial number of the glidescope core smart cable used in the event. However, the customer was able to narrow it down to two possible glidescope core 10-inch monitors and two possible glidescope core smart cables, both sets of devices will be returned to verathon for evaluation.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The glidescope core smart cable originally reported by the customer was not returned to verathon for evaluation. Instead, the customer returned two glidescope core 10-inch monitors and a glidescope quickconnect cable to verathon for evaluation. A verathon technical service representative evaluated the two glidescope core 10-inch monitors and glidescope quickconnect cable but was unable to confirm the reported image issue. When connecting the customer's cable to the customer's monitors using a known, good, working test bronchoscope, the image produced was stable and clear. The camera image quality test was performed and passed. Upon completion of the evaluation the customer's two glidescope core 10-inch monitors and glidescope quickconnect cable were returned back to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.